Event description:
Initial ise results for a patient sample were na: 101, k: 3.7 and cl: 74. When repeated, the results were na: 143, k: 5.3 and cl: 76. The incorrect results were not used to guide therapy. The field service representative found excessive wear on the sample probe and repaired the instrument by replacing the probe.